Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the prompted the error message. A technical support specialist unloaded and deleted the medication from facility formulary. Added the item in the pharmacy formulary, then approved the medication and reload to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es server prompted error message "one or more items are not in the form, cannot be deleted", preventing nurses from removing the required morning medications and causing delays. There were no adverse events or injuries reported based on this event.